Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm. Loose drive support cap was also reported. Customer's blood glucose level at the time 197 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit alarm a33 during basic occlusion test due to loose/protruded drive support disk. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.